Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated fallopian tube or another organ") and embedded device ("on hysteroscopy, the right essure coil was seen partially in myometrium of uterus") in a (B)(6) female patient who had essure (batch no. 50512938 ; 12475788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2011, (B)(6) 2007, (B)(6) 1997, (B)(6) 1997.) And gestational hypertension in 1997. Concurrent conditions included psychological disorder nos. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced arthralgia ("joint pains (all joints, achy)"), loss of libido ("no sex drive what so ever / lower sex drive"), back pain ("persistent pain in lower back / upper") and headache ("head pain (almost every day headache)"). In (B)(6) 2012, the patient experienced allergy to metals ("allergic reaction to nickel") with rash pruritic. In 2014, the patient experienced dysgeusia ("metal taste / nasty metal smells"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("persistent painful migraines"), abdominal pain lower ("painful cramps / pain in lower abdomen"), alopecia ("hair loss"), abdominal distension ("bloating that can be painful, look like im 6 month pregnant / stomach bloating"), chest discomfort ("horrible chest discomfort"), vitamin d deficiency ("low vita d"), palpitations ("heart palpitations"), polymenorrhoea ("my periods 2x a month"), anxiety ("anxiety"), ear pain ("ear pain"), dizziness ("dizziness"), balance disorder ("balance problems / off balance"), myalgia ("muscular aching"), vaginal odour ("vaginal odor"), dental caries ("dental decay"), urinary tract infection ("utis (urinary tract infections)"), abdominal pain upper ("stomach pain (gassy pain)"), ear swelling ("ears swelling"), mental disorder ("caused or aggravated any psychiatric and/or psychological disorder"), cystitis ("bladder infection") and investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with ibuprofen (motrin), oral contraceptive nos, antibiotics, surgery (robotic assisted removal of essure and salpingectomy) and surgery (robotic assisted removal of essure and salpingectomy). Essure was removed on (B)(6) 2016. In 2015, the dysgeusia had resolved. At the time of the report, the fallopian tube perforation, abdominal pain lower, ear pain, back pain, abdominal pain upper, ear swelling, headache, mental disorder, cystitis and investigation noncompliance outcome was unknown, the migraine, alopecia, abdominal distension, loss of libido, dizziness, balance disorder, myalgia, dental caries and urinary tract infection was resolving, the chest discomfort, allergy to metals, vitamin d deficiency, arthralgia, palpitations, polymenorrhoea and anxiety had not resolved and the vaginal odour had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, balance disorder, chest discomfort, cystitis, dental caries, dizziness, dysgeusia, ear pain, ear swelling, embedded device, fallopian tube perforation, headache, investigation noncompliance, loss of libido, mental disorder, migraine, myalgia, palpitations, polymenorrhoea, urinary tract infection, vaginal odour and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysteroscopy - on an unknown date: right coil seen partially in myometrium of uterus. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-dec-2017: information added: patient¿s demographics, medical history, essure indication, insertion and removal dates, lot number (left: 50512938, right: 12475788), events (ear pain, dizziness, balance problems, muscular aching, vaginal odor, hair loss, metal taste / nasty metal smells, persistent pain in lower back, dental decay, utis (urinary tract infections), stomach pain, ear swelling, head pain (almost every day headache), caused or aggravated any psychiatric and/or psychological disorder, essure perforated fallopian tube or another organ, bladder infection, she did not undergo essure confirmation test, on hysteroscopy, the right essure coil was seen partially in myometrium of uterus, constant pelvic pain. Case upgraded to incident. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1523) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated fallopian tube or another organ") and embedded device ("on hysteroscopy, the right essure coil was seen partially in myometrium of uterus") in a 35-year-old female patient who had essure (batch no. 50512938 ; 12475788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (B)(6) 2011, (B)(6) 2007, (B)(6)1997, (B)(6) 1997.) And gestational hypertension in 1997. Concurrent conditions included psychological disorder nos. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced arthralgia ("joint pains (all joints, achy)"), loss of libido ("no sex drive what so ever / lower sex drive"), back pain ("persistent pain in lower back / upper") and headache ("head pain (almost every day headache)"). In june 2012, the patient experienced allergy to metals ("allergic reaction to nickel") with rash pruritic. In 2014, the patient experienced dysgeusia ("metal taste / nasty metal smells"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("persistent painful migraines"), abdominal pain lower ("painful cramps / pain in lower abdomen"), alopecia ("hair loss"), abdominal distension ("bloating that can be painful, look like im 6 month pregnant / stomach bloating"), chest discomfort ("horrible chest discomfort"), vitamin d deficiency ("low vita d"), palpitations ("heart palpitations"), polymenorrhoea ("my periods 2x a month"), anxiety ("anxiety"), ear pain ("ear pain"), dizziness ("dizziness"), balance disorder ("balance problems / off balance"), myalgia ("muscular aching"), vaginal odour ("vaginal odor"), dental caries ("dental decay"), urinary tract infection ("utis (urinary tract infections)"), flatulence ("stomach pain (gassy pain)"), ear swelling ("ears swelling"), mental disorder ("caused or aggravated any psychiatric and/or psychological disorder"), cystitis ("bladder infection"), investigation noncompliance ("she did not undergo essure confirmation test") and complication of device insertion ("they had trouble getting one in the tube"). The patient was treated with ibuprofen (motrin), oral contraceptive nos, antibiotics, surgery (robotic assisted removal of essure and salpingectomy) and surgery (robotic assisted removal of essure and salpingectomy). Essure was removed on (B)(6) 2016. In 2015, the dysgeusia was resolving. At the time of the report, the fallopian tube perforation, abdominal pain lower, flatulence, ear swelling, headache, mental disorder, cystitis, investigation noncompliance and complication of device insertion outcome was unknown, the migraine, alopecia, abdominal distension, palpitations, loss of libido, anxiety, ear pain, dizziness, balance disorder, myalgia, vaginal odour, back pain, dental caries and urinary tract infection was resolving and the chest discomfort, allergy to metals, vitamin d deficiency, arthralgia and polymenorrhoea had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, balance disorder, chest discomfort, complication of device insertion, cystitis, dental caries, dizziness, dysgeusia, ear pain, ear swelling, embedded device, fallopian tube perforation, flatulence, headache, investigation noncompliance, loss of libido, mental disorder, migraine, myalgia, palpitations, polymenorrhoea, urinary tract infection, vaginal odour and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysteroscopy - on an unknown date: right coil seen partially in myometrium of uterus quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- event complication of device insertion was added and all the event were recovering. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1523) on (B)(6) 2015. The most recent information was received on 28-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated fallopian tube or another organ") and embedded device ("on hysteroscopy, the right essure coil was seen partially in myometrium of uterus") in a 35-year-old female patient who had essure (batch no. 50512938 ; 12475788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (27mar2011, 19jun2007, 13apr1997, 13apr1997.) And gestational hypertension in 1997. Concurrent conditions included psychological disorder nos. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced arthralgia ("joint pains (all joints, achy)"), loss of libido ("no sex drive what so ever / lower sex drive"), back pain ("persistent pain in lower back / upper") and headache ("head pain (almost every day headache)"). In (B)(6) 2012, the patient experienced allergy to metals ("allergic reaction to nickel") with rash pruritic. In 2014, the patient experienced dysgeusia ("metal taste / nasty metal smells"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("persistent painful migraines"), abdominal pain lower ("painful cramps / pain in lower abdomen"), alopecia ("hair loss"), abdominal distension ("bloating that can be painful, look like im 6 month pregnant / stomach bloating"), chest discomfort ("horrible chest discomfort"), vitamin d deficiency ("low vita d"), palpitations ("heart palpitations"), polymenorrhoea ("my periods 2x a month"), anxiety ("anxiety"), ear pain ("ear pain"), dizziness ("dizziness"), balance disorder ("balance problems / off balance"), myalgia ("muscular aching"), vaginal odour ("vaginal odor"), dental caries ("dental decay"), urinary tract infection ("utis (urinary tract infections)"), flatulence ("stomach pain (gassy pain)"), ear swelling ("ears swelling"), mental disorder ("caused or aggravated any psychiatric and/or psychological disorder"), cystitis ("bladder infection"), investigation noncompliance ("she did not undergo essure confirmation test") and complication of device insertion ("they had trouble getting one in the tube"). The patient was treated with ibuprofen (motrin), oral contraceptive nos, antibiotics, surgery (robotic assisted removal of essure and salpingectomy) and surgery (robotic assisted removal of essure and salpingectomy). Essure was removed on 4-mar-2016. In 2015, the dysgeusia was resolving. At the time of the report, the fallopian tube perforation, abdominal pain lower, flatulence, ear swelling, headache, mental disorder, cystitis, investigation noncompliance and complication of device insertion outcome was unknown, the migraine, alopecia, abdominal distension, palpitations, loss of libido, anxiety, ear pain, dizziness, balance disorder, myalgia, vaginal odour, back pain, dental caries and urinary tract infection was resolving and the chest discomfort, allergy to metals, vitamin d deficiency, arthralgia and polymenorrhoea had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, balance disorder, chest discomfort, complication of device insertion, cystitis, dental caries, dizziness, dysgeusia, ear pain, ear swelling, embedded device, fallopian tube perforation, flatulence, headache, investigation noncompliance, loss of libido, mental disorder, migraine, myalgia, palpitations, polymenorrhoea, urinary tract infection, vaginal odour and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysteroscopy - on an unknown date: right coil seen partially in myometrium of uterus batch number:12475788 expiration date:2013/12 manufacture date:2011/01 batch number:50512938 expiration date:2013/06 manufacture date:2010/06 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.